Manufacturer narrative:
H10: additional manufacturer narrative updated b5 and h3 per information received h3: product evaluation customer report of "eccentric hat from the septal leaflet to the anterior wall" could not be confirmed through visual observations. Report of possible "leaflet damage or deformation" was confirmed from observed suture loop. Suture track indentations were observed on the free margins of leaflets 2 and 3 near commissure 3, indicating that the suture was looped around commissure 3. In addition, cloth imprints were observed on leaflet 3 near commissure 3. Suture holes were observed around the sewing ring. X-ray demonstrated wireform intact. Wireform was exposed around leaflet 1 on the inflow aspect.

Event description:
It was reported that a 29mm mitral valve was explanted at implant due to an "eccentric hat from the septal leaflet to the anterior wall" on intra-op tee. When the valve was removed there was a divot noticed in the ventricular wall. A non-edwards valve was implanted. As reported the surgeon wanted to have the explanted valve evaluated to see "if there was any leaflet damage or deformation". Per product evaluation, suture loop was the primary code.

Manufacturer narrative:
Perforation of the ventricle occurs when a component of a medical device or surgical instrument disrupts or penetrates through the wall of the ventricular myocardial muscle. Ventricular perforation is a rare but known complication of valve replacement. It is typically not related to a malfunction of the device, but it typically related to implant technique, patient anatomy or a combination of both. The device was returned and product evaluation is in progress. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number (B)(4).

Event description:
It was reported that a 29mm valve implanted in tricuspid position was explanted at implant due to an "eccentric hat from the septal leaflet to the anterior wall" on intra-op tee. When the valve was removed there was a divot noticed in the ventricular wall. A non-edwards valve was implanted. As reported, the surgeon wanted to have the explanted valve evaluated to see "if there was any leaflet damage or deformation".

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated h6 per new information received.